Event description:
It was reported that the site where the implantable neurostimulator (ins) was located was "bothering" the pt since the previous day. The pt had no falls in approx six months. The pt had walked "a lot" the previous day with flip flops instead of sneakers, and one of the pt's legs is shorter than the other. It was indicated that the stimulation was not bothering the pt, and that there was no redness, bruising, or fever. The pt had been "raped" the previous week and had pain during the examination at the hospital. The pt was scheduled to see the health care professional in four days. It was reported five days later that there was no stimulation sensation. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).